Manufacturer narrative:
The issue could not be confirmed as the device was not returned for further evaluation. Device not returned.

Event description:
It was reported that the temperature therapy pad leaked during use with a patient. No injuries or adverse consequences were reported.

Event description:
It was reported that the temperature therapy pad leaked during use with a patient. No injuries or adverse consequences were reported.